Manufacturer narrative:
The complaint sample was returned for evaluation and the reported event was confirmed. A process review was completed and no discrepancies were found. The device shows evidence of dull cutting surfaces from end of life. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required.(B)(4)

Manufacturer narrative:
Initial reporter address and phone number corrected.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Manufacturer narrative:
Customer indicated that the product will be sent to greatbatch. Once received, greatbatch will perform investigation and when investigation is completed a follow up medwatch 3500a will be submitted. (B)(4).

Event description:
During a femoral head reaming surgery, the surgeon complained that the reamer was dull. No patient injury was reported. The surgery was completed with another reamer.